Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of report, the sensor was removed on the date of insertion and the sensor wire remained in her skin. She reported that she removed the sensor without the transmitter in the pod and that this resulted in the sensor wire remaining halfway in her skin. She reported that she was able to remove the wire from her skin. The patient reported that medical intervention was not required. At the time of the call to dexcom technical support, the patient reported being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.